Event description:
It was reported that an under infusion of an unknown chemotherapeutic was observed using a baxter continu-flo solution set with a sigma infusion pump. There is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that there was no patient injury or medical intervention associated with this event. The set was being used with a phaseal device. The reporter stated that the infusion took 3 hours to complete instead of the expected 2 hours. Should additional relevant information become available, a supplemental report will be submitted.